Manufacturer narrative:
Follow-up #1 date of submission 07/12/2016-correction to brand name, model #, serial #, and PMA/510(k) #.

Manufacturer narrative:
Follow-up #2: date of submission 05/30/2017- device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the keypad cover was found intact and all keypad buttons were responsive during the investigation. The keypad cover was removed to find no defects to or under the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. The complaint of an under responsive up arrow button was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.